Event description:
It was reported that the device overheated during a mastoidectomy procedure. There was no delay as a backup was used to complete the procedure. There were no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion on the rotor and motor assembly.